Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6fr sheath after percutaneous transluminal angioplasty. Reportedly, pulsatile blood flow was observed when the device was inserted. The foot was deployed and the plunger was removed. The suture with the pre-tied knot came out of the body when advancing the suture trimmer. It is not known if the suture caught the vessel wall. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported failure to deploy the suture (suture came out of the body when advancing the suture trimmer) was confirmed as a cuff miss was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.